Event description:
It was reported that the programmer displayed an error message. The power was cycled and the error was repeated. Technical services requested that the programmer be sent in for repair. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.